Event description:
It was reported a volume discrepancy occurred. The patient presented for a refill and the ¿expected meds did not match actual.¿ the expected volume was under 17ml and the actual volume was 17ml. No drug seemed to deliver; all of the drug came out. The cause of the discrepancy was unknown. A roller study was discussed but hadn't happened yet. It was unknown if any symptoms had occurred. The patient¿s status was reported as ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was morphine and bupivacaine. Additional information has been requested regarding the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).